Event description:
Reporter alleged obtaining a result of 329 mg/dl on advantage system 1 compared back to back with a result of 124 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal medications after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).

Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 91 mg/dl/65 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.